Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that at implant, the right atrial lead exhibited a noisy signal. Bipolar impedance values were 600 ohms via the pacing system analyzer and 810 ohms through the pulse generator. The following day, impedances measured 1200 ohms bipolar and 200 ohms unipolar. It was noted that the physician used 18 turns to extend the helix at implant, although the recommendation for this lead is 6/11 turns. The patient would be monitored.